Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that a large volume pump module showed, "code error, smx-stack overflow". The customer went into the error log on the and it showed the error, "type: software fault, object: 16-14-181, task code: 0x0eb605e6". There was patient involvement, but no harm. The customer later added the following information. The event occurred on (B)(6) 2026 at 8:10:15. The infusion was a sedative and there were other infusions at the time of event but were unknown. The smx-stack overflow was the only error that was reported.